Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10 mm round cold snare was used during a cold polypectomy procedure performed on (B)(6) 2021. During the procedure, a pedunculated target polyp could not be removed and the snare was embedded on the target polyp. Then, the sheath was cut then they used a high frequency snare and the polyp was removed. The procedure was completed with a non boston scientific device. There were no patient complications reported as a result of this event.